Event description:
It was reported that bd syringe 1ml ll had leakage. Verbatim: complaint via email. Email(s) attached. Billings logan recently made us aware that they are experiencing inconsistency with medication delivery on bd catalog #309628. I've attached the feedback received for reference. We have encouraged them to work with their local bd team to address the concerns but also would like to ask if you could help further review and keep us posted. We will let you know if we receive additional details/feedback on our side as well. I have been asked to give a statement reflecting specific bd syringes that I have been using on and o for the last 6 - 12 months to administer botox to my patients with chronic migraine headaches. My experience with these syringes is that they inconsistently deliver the medication and leak excessively around the needle tip. My experience has been that it seems as though negative pressure is created inside of the syringe and that the plunger will begin to dispense the medication even with minimal pressure applied. This seems to be accentuated once pressure is applied to the plunger and then it continues to deliver botox even after I have removed the needle from the desired location. The result of this seemingly negative pressure is twofold: 1 is that it can inadvertently deliver too much botox into a given location and, 2 is that once I remove the needle it continues to extrude botox thus wasting expensive medication. Overall, the experience has been very unfavorable, and I worry that it is a danger to patients who are expecting to receive e ective treatment for their chronic migraine headache condition. It also prevents me from being able to distribute the exact amount of medication into the exact location which is required for this specific treatment protocol. In addition to this, because of the ongoing extrusion of fluid from the syringe between administration sites, the fluid leaks on the patient thus interrupting the patient/caregiver trust. Specifically, I have observed that these syringes frequently exhibit leakage around the needle hub and inconsistent plunger mechanics. The plunger often advances with minimal pressure and may continue to dispense medication even after pressure has been released and the needle has been withdrawn from the patient. This behavior suggests the development of unintended internal pressure within the syringe.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.